Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders identified that one of the cylinders had tool marks at the proximal and distal ends consistent with sharp instrument damage. The other cylinder showed no signs of abnormality, and both cylinders passed leak testing. Visual examination of the pump identified contamination; this prevented functional testing of the component from being performed. The pump passed leak testing. The kink resistant tubing (krt) was found to be worn down to the filament. The flat reservoir and the rear tip extenders did not show any signs of damage or abnormalities. Leak testing was performed on the flat reservoir and the component passed. Based on the information available, the reported allegations could not be confirmed; therefore, a conclusion of known inherent risk was chosen to address the allegations of infection that are documented as an adverse event in the labelling and risk documentation.

Event description:
It was reported that, two years post-implant of this inflatable penile prosthesis (ipp), this device was explanted due to an infection in the transverse incision of the scrotum. Due to the patient's advanced age and poor physical fitness, the repair procedure was scheduled for ten months after the explant date. A new ipp was subsequently implanted. There were no patient complications reported.

Event description:
It was reported that, two years post-implant of this inflatable penile prosthesis (ipp), this device was explanted due to an infection in the transverse incision of the scrotum. Due to the patient's advanced age and poor physical fitness, the repair procedure was scheduled for ten months after the explant date. A new ipp was subsequently implanted. There were no patient complications reported.

Event description:
It was reported that, two years post-implant of this inflatable penile prosthesis (ipp), this device was explanted due to an infection. Due to the patients advanced age and poor physical fitness, the repair procedure was scheduled for ten months after the explant date. A new ipp was subsequently implanted. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.